Event description:
Medcomp aggressively marketed the tesio catheter to physician groups without inservicing hosp nursing staff. Problem with new catheter is that alcohol cannot be used on the catheter as it causes cracking and bubbling of the surface of the catheter. Betadine is not a solution because of increased time to disinfect and pts with betadine allergies. Medcomp is marketing exsept skin antiseptic as the agent of choice but its infection rates are unk. The second issue with catheters is that they cannot be differentiated (once in a pt) from other catheters which can be cleaned with alcohol. Hosp anticipates problems with pts transferred to facility with a tesio catheter (unk to facility) and facility uses a betadine alcohol prep as this is the current standard of care and the product is damaged. The flaw is that the new catheter cannot be differentiated from others which can be disinfected with alcohol. Separate problem product safety report initiated for the exsept product.